Manufacturer narrative:
All available information was investigated and the reported resistance of the arm positioner could not be confirmed via returned device analysis. The reported difficult to remove from anatomy (clip caught on femoral groin), premature clip deployment, inability to close the clip and difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to close the clip appears to be due to the reported resistance of the arm positioner. However, a cause for the reported resistance on the arm positioner cannot be determined as the arm positioner was able to rotate without issue during the analysis. It is possible that the user technique of rotating the arm positioner or tensions place on the devices during the procedure by the user or anatomy contributed to the resistance; however, this cannot be confirmed. The premature clip detached from the shaft was due to identified broken l-lock tabs. The broken l-lock tabs were due to the force used during trouble shooting maneuvers to close the clip. The difficulty removing the cds and sgc and difficulty removing from the anatomy were due to the inability to close the clip. The reported tissue injury appears to be due to the procedural condition of the difficulty removing the device from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, surgical intervention and delay to treatment/therapy were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced are filed under separate medwatch report number.

Event description:
This is filed to report difficult to remove, premature activation, delay, tissue damage, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve without issue. Then a clip delivery system (cds) was inserted in the sgc and advanced to the mitral valve. The clip grasped the leaflets fine; however, the clip would not completely close. It was noted that the arm positioner felt extremely tight and the clip would only close half way. Troubleshooting was performed and the clip appeared to be functioning properly. Therefore, the clip re-grasped the leaflets and the clip was locked sooner this time. However, the arm positioner felt tight again and the clip would not fully close. The clip was inverted and retracted back to the left atrium. The clip would still not fully close and so the clip was forced closed. The clip seemed closed, but when the clip was retracted back into the guide, the mandrel shaft separated and the clip became stuck at the tip of the guide. The soft tip of the sgc looked asymmetrical. Both the sgc and cds were being removed as a single unit, but the clip became stuck at the femoral groin causing a clinically significant delay. Tissue was observed in the clip. The physician stated that the tissue possibly came from the femoral vein. The patient remained hospitalized and a surgical cut-down was performed to remove the sgc and cds. The patient is stable and is pending another mitraclip procedure. No clips were implanted, and mr is 4. No additional information was provided.